Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the left ventricular (lv) lead, measuring greater than 2000 ohms. The lv lead was programmed off. Subsequently, the crt-d system exhibited increased thresholds, noise, oversensing, and out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. The noise was unable to be recreated with isometrics. The device was reprogrammed to aai and tachy therapy was programmed off. An x-ray was planned. At this time, this crt-d system remains in service. No adverse patient effects were reported.